Event description:
Plaintiff reports initial bilateral implantation occurred 6/4/84 with explant 8/4/94. Plaintiff alleges various illnesses including, but not limited to, rash, fever, fatigue, and memory loss.